Manufacturer narrative:
This follow-up report is submitted due to terumo updating safety alert (1124841-06/25/2017-001-c) to a removal (1124841-06/25/2017-001-r) on december 1, 2017. The investigation results and conclusions, previously reported, remain the same.

Event description:
On december 1, 2017, terumo updated safety alert, 1124841-06/25/2017-001-c to a removal, 1124841-06/25/2017-001-r.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 16, 2017. The returned samples were visually inspected; dried blood was noted on both returned samples. One of the returned samples failed the negative pressure test on the first attempt. It was able to pass the test on the second attempt. It was believed that due to the presence of the dried blood residues have cause the failure during investigation testing. The reported issue was not able to be replicated; therefore, the complaint was not confirmed. This is believed to be an issue with the forward flow through the duckbill valve. All ops valves undergo 100% leak test and visual inspection. There is a known issue currently ongoing with the duckbill valve within the ops valve that prevents the duckbill from opening within the product specification range. It is possible that the duckbill valve did not open during setup, as reported; however, if a high enough pressure had been reached after that initial attempt, the seal in the slit of the duckbill may have been broken, and allowing the device to pass all leak tests during the evaluation of the returned sample. However, this was not able to be confirmed. The cause of the issue with the duckbill is due to a process change at the supplier. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vf08 valve did not go through since there was blood obstruction. The valve acted like it was blocked to some degree. No consequence or impact to the patient. Product was changed out. Procedure was completed successfully.